Manufacturer narrative:
(B)(4). Date sent: 6/13/2023.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? No could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4; batch # 969a67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 969a67 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/5/2023. Only event year known: 2023. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images and videos were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid resection ¿ side to end anastomosis the stapler was handled fully according to IFU, including 15 sec pre-compression, small additional tightening, fired successfully with audible click and tactile feedback. Device was fired by an or-assistant with significant experience in doing. Assistant was unable to remove the device, for the anvil could not pass through the lumen of the anastomosis, so device was opened all the way. Removal of device was still almost impossible, so a lot of pressure had to be put on the anastomosis. Finally, device could be removed successfully, but do to strain on the staple line it was deemed to weak. Therefore a part of the colon was resected in order to make a new anastomosis. Donuts were fully intact. Another stapler was again handled fully according to IFU, same as first time. Removal of device was still difficult, but finally performed successfully. Donuts were fully intact. The staplers were inspected afterwards and personnel noticed that anvil did not fully close onto cartridge. Additional colon had to be resected in order to make a new anastomosis. The procedure was prolonged 30 minutes.